Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone and confirmed the issue. The customer stated that a complete shutdown and restart of the computer and instrument was completed and the errors have not returned. The fse followed up with the customer a week later and confirmed no errors had recurred and the analyzer is operating as expected. No further action required by the fse. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4041] sorter y-axis home detection failure cause: the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. [4043] sorter y-axis home overrun cause: the home sensor activated improperly following movement of the sorter y-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was traced to an operational problem of the analyzer and computer, however the cause of the operational problem could not to be established.

Event description:
A customer reported "4041 sorter y-axis home detection failure and 4043 sorter y-axis home overrun¿ error messages on the aia-2000 analyzer. The customer visually inspected the analyzer and did not see any dropped test cups or any obstruction. The errors occur when attempting to perform an all-set-home. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.